Manufacturer narrative:
Concomitant products: model: dtba1d1, crt-d; implanted: (B)(6) 2016. Model: 5076-35, lead; implanted: (B)(6) 2005. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, the right ventricular lead integrity alert triggered, and there was oversensing due to non-physiologic signals/sic (sensing integrity counter) recorded.

Event description:
It was reported that the patients right ventricular (rv) lead triggered a lead integrity alert (lia) due to oversensing noise, increased sensing integrity counter (sic), and high pacing impedance. An intervention was completed and the lead has been capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.